Event description:
It was reported that the tip detached. A runway guide catheter was selected for use in the left anterior descending (lad) artery. During the procedure, the distal tip of the runway separated from the main catheter. The procedure was completed with a new device, same model. No patient complication occurred.